Event description:
It was reported that the patient presented in clinic for follow up. Interrogation of the implantable cardioverter defibrillator (ICD) revealed post paced t wave over-sensing (pptwos). Programming changes were made. The patient was stable.